Manufacturer narrative:
The pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. Internal complaint number: (B)(4).

Event description:
It was reported that the patient began to experience lack of pain relief. The pump was explanted on (B)(6) 2016 and was returned for evaluation.